Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported one false positive flu b result for one symptomatic patient. Unknown if the result was confirmed. Confirmation method(s) not provided. Report 2 of 3.